Manufacturer narrative:
(B)(4).

Event description:
During a premature ventricular contraction ablation procedure, a pericardial effusion occurred. The swartz guiding introducer and safire ablation catheter were placed in the right ventricular outflow tract. When the safire ablation catheter was withdrawn after being manipulated near the septal wall, the patient became hypertensive and then hypotensive. A transthoracic echocardiogram was performed which revealed a pericardial effusion. Protamine was administered and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
Method: the results of the investigation concluded that the catheter met specifications for electrical and temperature testing with no anomalies noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.